Event description:
The manufacturer received information alleging two ventilation service required error occurred during an operational check of a trilogy o2 device during preventative maintenance of the device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was returned to the manufacturer service center for preventative maintenance when the reported issue occurred on the device. During the evaluation it was noted that two error codes, oxygen blending module (obm) accuracy urgent service (e-0344) and communication between host and obm was lost (e-0349), were observed on the device's error log. The manufacturer's service technician performed the o2 sensor calibration and write obm sensor cal table test steps, and both test steps failed on the device. The manufacturer's service technician further evaluated and determined the obm printed circuit assembly (pca) and interface pca had caused the reported issue to occur on the device. In conclusion, the device's obm pca and interface pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the 200/02 sensor was replaced for another error code, drift flow too high (e-067), that was observed on the device's error log. This particular error code was unrelated to the reported issue. The base enclosure was replaced for physical damaged unrelated to the reported issue.